Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while being used on a patient. An me replaced the unit. A sales representative was made aware and retrieved the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred while being used on a patient. An me replaced the unit. A sales representative was made aware and retrieved the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor was replaced to address the issue. Additionally, the device failed a test step during testing. The device's active exhalation valve was replaced to address the issue.